Event description:
Device report from synthes reports an event in china as follows: it was reported that this was a case from the health authority. During a procedure for excision of acoustic neuroma on (B)(6) 2022, when the surgeon inserted the screw, the screw was broken. In order to preserve the complete reduction of the bone flap, the screw head residue embedded in the bone flap could not be taken out. Another device was used to complete the surgery, and there were no adverse consequences to the patient. There was no surgical delay reported. This report involves one ti low profile neuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Part number: 400.834s. Lot number: 674p138. Manufacturing site: (B)(4). Release to warehouse date: 25 february 2022. Expiry date: 01 february 2032. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.